Event description:
It was reported that this artificial urinary sphincter (aus) was not cycling as expected due to fluid loss. A surgical procedure was performed wherein the balloon component was explanted and replaced. No patient complications were reported.